Event description:
Results of "272 mg/dl, 108 mg/dl, 86 mg/dl, and 258 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.